Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the patient was diagnosis of uti were (B)(6) 2018 and (B)(6) 2018. The cause of the reported uti was e coli. It was reported that the uti was not related to the patient interstim device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was able to use the programmer and verify stimulation was currently off. She turned off stimulation for a procedure. She further stated she was currently on program 1 at 2.7 and with stimulation on she was not feeling stimulation. She increased stimulation to 3.0 which was comfortable sitting, standing and walking. She was aware to decrease stimulation if stimulation became uncomfortable. Additionally, the patient stated she had a return of symptoms "return" of urgency. She indicated she could not even make it to the bathroom sometimes. She stated she thought it was due to a bladder infection and has been taking antibiotics. She also stated she thought maybe it was not a bladder infection but could be the therapy. No symptoms and no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient experienced bleeding on the interstim and the device might not be working. The patient was transferred to patient services. There were no further complications that have been reported as a result of this event.